Manufacturer narrative:
D02 intuitive surgical, inc. (Isi) received the surgeon side console (ssc) touchpad involved with this complaint and completed the device evaluation. Failure analysis of the returned part with an in-house system produced a recoverable error code 75 confirming the issue. Failure analysis investigation identified a component failure defective electrical and fiberoptic component internal to the ssc touchpad.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced during field evaluation. The fse identified recoverable soft lock (rsl) error 75 upon review of the logs. The surgeon side console (ssc) touchpad was replaced. The technical support engineer (tse) tested with the original compact flash (cf) card, but there was no touchpad function after calibration. The cf card was replaced. The system was then tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the ssc touchpad for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history identified one record related to this event. A touchscreen issue was observed on 15-jun-2021. The customer reportedly started the system but did not switch on the ssc. After switching on the ssc and rebooting the system, the ssc touchpad had no display. The procedure was completed with no reported injury. The reported issue was addressed with phone support after the procedure was completed. The tse had the customer power cycle the system with emergency power off (epo), and the system functionality was restored when all system components were powered on simultaneously. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) touchpad had no display, and there were no error messages reported by the system. The customer performed a power cycle on the system with the emergency power off (epo), but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. On 18-jun-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the issue was observed after port placement. The system was powered on before port placement. The system functionality was checked upon powering on the system. The field service engineer (fse) indicated that all possible troubleshooting steps were exhausted before the procedure conversion. No information was provided pertaining to the relevant tests/laboratory data specific to the incident.